Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2005 due to infection. All components were removed and replaced with cement spacer molds. The patient underwent reimplantation of the right hip on (B)(6) 2005. Surgeon implanted a freedom constrained system, a custom acetabular component, and several cable systems around the femur. Additionally, the patient underwent a revision on (B)(6) 2007 due to dislocation. The freedom constrained head and femoral component and cables were removed and replaced. Surgeon also removed and replaced the polyethylene liner with competitor product. The patient was revised on (B)(6) 2008 due to dislocation. The modular head and the femoral component and cable system were removed and replaced. The acetabular component and polyethylene liner were removed and replaced with competitor product. Finally, the patient underwent a revision on (B)(6) 2010 due to infection. All components were removed and replaced with cement spacer molds. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction¿ review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 8 of 28 mdrs filed for the same patient (reference 1825034-2013-04973/04976 and 04978/04985 and 04987/05002).